Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, customer is only able to see the bottom half of the screen. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.